Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced oversensing during use of a transcutaneous electrical nerve stimulation (tens) and triggered a lead integrity alert (lia) with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The alert was cleared with device interrogation. The device remains in use. It was further reported that the right ventricular (rv) lead has intermittent t-wave oversensing (twos). The lead remains in use. No patient complications have been reported as a result of this event.